Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2003: reduction and repair of incarcerated incisional hernia implanting composix kugel hernia mesh. On (B)(6) 2003: office visit - pt has persistent lump at the left upper later edge of the previous patch. (B)(6) 2003: repair recurrent incisional hernia with partial explant and manipulation of composix kugel. On (B)(6) 2004: repair incisional hernia with manipulation and partial explant of composix kugel. It was noted that the support ring of the patch had become detached a bit from the patch and was protruding into the subcutaneous tissue. On (B)(6) 2004: hospitalization for small bowel obstruction. On (B)(6) 2005: hospitalization for small bowel obstruction. On (B)(6) 2006: ER visit for abdominal pain. On (B)(6) 2006: exploratory laparotomy, small bowel resection x2, removal of infected mesh and repair of fascia with collamend mesh, extensive lysis of adhesions. Medical records indicate the fracture ring was noted to be protruding into the small intestine. On (B)(6) 2006: office visits - pt reports a piece of the collamend mesh is protruding. On (B)(6) 2006: removal of collamend mesh around abdominal wall. On (B)(6) 2007: office visits - pt continues to heal and is nearly healed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating another device involved; therefore we are submitting this MDR based on the add'l info received. Medical records indicate the collamend mesh may have been implanted into a compromised environment as removal of previous infected mesh and the implant of this collamend mesh. The device IFU states "if the collamend fm implant is used in a contaminated or an infected site this may lead to premature weakening or breakdown of the implant." The info provided indicates that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. A MFR review that included review of sterility of device history records was performed and no evidence of a mfg related cause was found for the alleged event. Additionally, no sample has been returned therefore, no eval could be performed. With the currently available info, no firm conclusions can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.